Event description:
The surgeon implanted a flexible shaft extension, which is an instrument and not suitable for implanting. The surgeon was previously notified that the device was for intraoral use. The instrument's crimped sleeve attachment to the flexible shaft became disengaged and the distraction screw could not be turned. The distractor could not perform as intended. On 02/02/1999 revision was performed, implanting another distractor with a solid titanium shaft extension suitable for implanting.